Event description:
It was reported by service report that the pt left head end is not locking in up position, the footboard is broken, and there are missing modules. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard module, timing link.